Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer overheated during normal use. It was also reported that the programmer experienced a printer problem. The programmer is expected to be returned for repair. There was no patient involvement.